Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9308012 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation the symptom reported by the customer couldn¿t be confirmed. This lot was produced for 1.38 mm units; therefore, the cpm is 0.7. We will continue monitoring and trending the complaints to this lot and symptom. Root cause description: during the production of this lot no issues were reported that could have caused the symptom reported by the customer. Root cause couldn¿t be offered. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the stopper in the bd posiflush¿ normal saline syringe separated from the plunger during the flushing process. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the elderly was undergoing infusion, they needed to pre-fill the PICC tubing, and the stopper in the pre-filled tube was separated from the plunger during flushing."